Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. The unit was also received with cracked case at the display window corner, reservoir tube lip, lcd window, battery tube threads, and minor scratched lcd window.

Event description:
Customer reported that her insulin pump was not working correctly. Customer stated that the keypad buttons were not responding. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).